Manufacturer narrative:
H3: product analysis of product: c05b, lotno:229476717. Visual inspection confirmed the bone cement kit was returned without the vial of liquid. Unable to determine condition of the vial. B5: event problem description is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The procedure involved during the event was vertebroplasty and the event occurred during cement mixing.

Manufacturer narrative:
G2: country of origin is india g4: this product is not marketed in us but a similar device with product number c01b with 510(k)# k041584 and UDI (B)(4) is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal therapy. It was reported that the monomer which is a part of bone cement was found to be in frozen condition during cement mixing, hence patient was unaffected since another manufacturer's cement was used and the surgery was completed. There was no patient involvement reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the procedure/therapy involved during the event was vertebroplasty and the event occurred during cement mixing.